Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The pump was tested for a minimum of 12 hours with a one unit per hour basal setting with no alarms, overheating, or power losses. The pump electrical current draws were within specifications. The pump case was removed and no evidence of moisture was found internally. The power flex/power components were inspected and no defects were found. A battery was not returned with the pump. The allegation of the pump overheating was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.